Event description:
Customer reported a leak occurred when using the coulter lh 750 hematology analyzer. The volume of the leak was unknown and was not contained. There was no error messages reported. The operator was wearing personal protective equipment when the leak was identified. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2013, the field service engineer (fse) evaluated the instrument and found pinched I-beam tubing at vl61 (backwash tank/sweep flow reservoir purge valve). Tubing was replaced and resolved the leak. Identification of failure modes: failure mode is related to a pinch in I-beam tubing at vl61. No erroneous results were associated with this event. Upon recur of the vl61 failure mode identified; it is likely to cause erroneous red blood cell and platelet results due to improper sweep flow. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).